Manufacturer narrative:
B3: august 2025 was the reported month of the event, but the exact day was not provided. H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that a patient experienced leakage with the tubing set, at one of the end connections. This issue occurred on three separate occasions with the same patient. There was patient involvement and no patient harm/adverse event reported.